Event description:
It was reported that telemetry confirmed a critical alarm was occurring. Per caller there was an end of service/end of life message. The patient experienced withdrawal. The hcp planned to "admit the patient and manage him IV until the pump can be replaced". It was later reported per another reporter that the pump was replaced. It was noted that the patient was "alert and oriented prior to and after surgery". It was noted the "hospital stayed with the pump". The pump was delivering dilaudid, marcaine and clonidine.

Manufacturer narrative:
Catheter: model# 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).